Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that twenty-two (22) eva tpn bags had holes in unspecified locations which resulted in leaks. The leaks were observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual devices were not available; however, eight (8) companion samples were received and evaluated. Visual inspection on the eight (8) companion samples observed a cosmetic ink defect in front of the bags. Magnified inspection was performed and a small hole in front of each bag was observed on four (4) samples. Functional testing was performed which revealed a leak in front of the bags from the dotted ¿I¿ in the word (B)(4) on four (4) of the samples and no leak on the other four (4) remaining bags. The reported condition was verified on four (4) of the companion samples and not verified on the other four (4). The cause of the small hole was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.